Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and patient received inappropriate shocks as patient was in atrial fibrillation (af). The patient underwent a surgical intervention where this lead was repositioned. Furthermore, sending, impedance and threshold measurements were with in normal limits. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.